Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported air embolism remains unknown.

Event description:
A case report: protection of the air embolism during pvi for atrial fibrillation patient with severe osas by shigetaka kanda; mari amino; koichiro yoshioka, tokai university school of medicine, japan. Introduction: this case is (B)(6) year-old male. His commodity was metabolic syndrome. Common atrial flutter was pointed out 3 years ago, so rfca (cavo tricuspid isthmus line) was undergone at (B)(6) in 2015, and at the same time atrial fibrillation (afb) was pointed out for the first time. The afb was drug-resistant and symptomatic, so pulmonary vein isolation (pvi) was undergone at (B)(6) in 2015. Methods: pvi, he received infusion of dexmedetomidine for sedation and was under respiratory control by adaptive salvo ventilation (asv). He was overweight (bmi: 30.1), had obstructive sleep apneasyndrome (ahi: 44/h), but didn't received any treatment for osas. After induction of anesthesia by dexmedetomidine, we made trans-septal approach from right atrium by brockenbrough procedure as usual. Result: when we inserted ring-shaped catheter to left atrium and pulled it out from the long sheath (agilis) in the direction of lspv, vital sign suddenly and remarkably changed with a deep breath; st segment of ECG in inferior leads was elevated and bp dropped into below 50 mmhg. Then emergency cag was performed right away with rv pacing, air embolism inside rca was found. All the air inside the rca could be sucked with coronary catheter (jr,5 fr) by negative pressure several times, and coronary flow was fortunately improved to timi 3. Afterward sequelae of cerebral or myocardial infarction didn't occur at all. At a later day conventional pvi could be safely performed under general anesthesia with intratracheal intubation by using inhalation anesthesia (sevoflurane) and muscle relaxant (vecuronium-bromide).